Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial articular surface provisional was noticed to be chipped after a case. There was no patient impact reported. No additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Proposed component code mechanical (g04) - provisional bottom. Complaint sample was evaluated and the reported event was confirmed. Visual examination identified signs of repeated use (nicked, gouged) and the anterior section of the post feature has fractured off. Device history record was reviewed and no discrepancies were found. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.